Manufacturer narrative:
No further information was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer obtained a false positive architect hcv ag result while using the architect i2000sr analyzer. Sample ID (B)(6) generated an initial result of 30.68 fmol/l and retest of 0.73 fmol/l. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) reviewed instrument logs and suspected leakage within the instrument. Thereafter, the fsr inspected the instrument and found a leaking sensor, level, trigger (ln 08c94-66). The fsr replaced the trigger level sensor, which resolved the issue. A review of the service history for the analyzer identified no subsequent contacts from the customer regarding discrepant results since the sensor was replaced. A review of tracking and trending data in the product monitoring review revealed no systemic issues or trends associated with discrepant results. The i2000sr erratic result rate was within acceptable limits with no trends identified. A review of manufacturing documentation and trending data for the sensor, level, trigger identified no issues or trends. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect i2000sr analyzer was identified.